Event description:
On (B)(6) 2013 patient reported experiencing two elevated blood glucose episodes. Patient stated one episode occurred on (B)(6) 2013 but she does not recall the other date. Patient reported that both times, her blood glucose level exceeded 460 mg/dl. Patient's normal blood glucose level is around 150 mg/dl. Patient stated she delivered boluses with the infusion device to correct her elevated blood glucose; each time her blood glucose did not return to normal until the next day. Patient did not required outside assistance. Patient reported she spoke with her doctor at a scheduled visit and was advised to use injection therapy in the future to correct elevated blood glucose. Patient stated she blames the infusion device for the elevated blood glucose levels. Patient alleges the infusion device is causing the elevated blood glucose levels because it makes an abnormal sound when her blood glucose becomes elevated. Patient reported she only hears this sound during basal delivery. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device and adapter for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the production data shows no deviations of the specifications. Result as the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. As the product has not returned for evaluation, the complaint could not be investigated. Device was not returned.